Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported failure to fire/deploy was observed as anterior needle tip to cuff detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the reported difficulty appear that the plunger may have not been fully depressed flush with the handle such that the posterior needle was not blown through the posterior foot. Initial tab engagement was made with the anterior needle; however, anterior needle and cuff tab disengagement likely occurred during plunger retraction. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.

Event description:
It was reported that this was a vessel closure relative to a procedure. Reportedly, it was not possible to form the suture during the system deployment [suture failed to deploy]. The device malfunctioned, preventing vascular access closure. It is unknown how hemostasis was achieved. No additional information was provided.